Event description:
It was reported that an ilet pump became unresponsive after being frozen for several days, and despite charging, the touchscreen remained nonresponsive with a noted crack that was believed to have occurred while in a backpack, leading to determination that the device could not be relied upon and required replacement. Symptoms included no reported hypoglycemia, hyperglycemia, or other adverse clinical effects, and blood glucose was not affected. Outcomes included device replacement coordination and guidance to continue cgm monitoring via the dexcom app or receiver, power down the device to prevent alerts, and acknowledgment that data would not transfer to the replacement. Investigation included customer service troubleshooting, verification of addresses, shipping and return logistics, and review of device status. Investigation of this case revealed a damaged display component and loss of touchscreen responsiveness consistent with physical damage, which rendered the device nonfunctional. It was concluded, based on previously established findings for similar reports, that the cause was mechanical impact leading to screen damage and subsequent loss of function.

Manufacturer narrative:
The device was not received or evaluated by beta bionics. User complaint of ilet damage or malfunction was not confirmed via failure investigation due to lost package or common complaints. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.